Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer observed air bubbles in the tubing. The customer's blood glucose was 342-343 mg/dl. The customer changed the tubing to resolve the issue.